Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia exceeding 400 mg/dl for approximately four hours after a meal while using the ilet system, and troubleshooting identified a bent teflon infusion cannula upon site removal; the user replaced the infusion set and resumed insulin delivery with guidance. Symptoms included hyperglycemia without reported dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no medical intervention, no hospitalization, no use of backup therapy, and no ketone testing. Investigation included customer interview, device troubleshooting, and user re-education on infusion site management. Investigation of this case revealed evidence of a bent infusion cannula consistent with infusion site/cannula issue leading to under-delivery of insulin. It was concluded that hyperglycemia occurred, and while a bent cannula was observed, the precise root cause of the hyperglycemia remained unclear after troubleshooting and correction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.